Event description:
The reporter stated that the surgeon inserted a aa4203tl single piece silicone lens with toric optic. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. The cause of the lens tearing was due to the way the lens was loaded.

Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic was torn off and a portion of the other lens haptic was missing and was found stuck in the mtc-60c fp cartridge and the lens optic is torn off and a portion of the other lens haptic was missing and was found stuck in the mtc-60c fp cartridge shows that there is no visible damage. Clear surgical and reddish residue/debris on the product. Conclusion- (no conclusion can be drawn): based on the complaint history and evaluation fo the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation. PMA# is p880091